Manufacturer narrative:
An image was provided for review showing the tip cover installed on the mcs. The mcs was torn at the distal clear portion. The blades of the mcs are open and the tear appears to extend into the gray area of the tip cover, although it is difficult to see. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, damage was noticed on the distal tip of the tip cover accessory. The procedure was completed with no reported injury.